Event description:
It was reported that during device change out a lead to can fracture indicating a possible insulation anomaly was suspected. High impedance was also noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 12.0-12.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. A fracture of the rv conductors was noted at 39.8cm from the distal tip consistent with cyclic stress. This fracture is consistent with the observation from the field of high hv lead impedance.